Event description:
Faulty equashield luer lock adaptor 2 failed to allow chemotherapy medication to drip into infusion pump. Primary tubing along with equashield connector were replaced but infusion still not dripping. Faulty equashield luer lock replaced and infusion able to be completed.